Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25112137 and 25116700 the last 2 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 was not insufflating the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
On (B)(6) 2016 01:35 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 was not insufflating the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.